Event description:
It was reported that during the implant procedure, the lead dislodged while slitting the sheath. The physician used another sheath to proceed and the lead was able to be implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.